Manufacturer narrative:
Monitor (B)(4) and belt (B)(4) have not been recovered from the field. Review of the downloaded software flags do not suggest a product malfunction that caused or contributed to the patient's passing.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. The patient received four appropriate shocks during vt/vf. The patient then received an inappropriate shock. The rhythm at the time of treatment was sinus rhythm. The post shock rhythm was vt at 240 bpm. The patient then received another appropriate shock during vt. A second inappropriate treatment was then delivered when the patient was in sinus bradycrdia at 40 bpm. The post shock rhythm was af at 90 bpm multiple counting contributed to the false detection. The patient then received a final appropriate shock durign vf. The post shock rhythm was bradycardia at 30 bpm. The device was shutdown on (B)(6) 2017 while the patient was in a non-treatable rhythm. The patient subsuquently passed away later on (B)(6) 2017. There is no device malfunction that caused or contributed to the patient death.